Manufacturer narrative:
Resolution and disposition: the fse replaced the following parts:453563345681- repl pacer key assy, 453563345831-repl top case assy and 453563345841-repl ECG connector assy . The paddle set was not replaced and there is no further information available. The device remains at the customer¿s site. The absence of further calls supports that the reported problem was resolved. No further action or investigation is warranted.

Event description:
The customer reported the paddle is broken. There was no report of a death or serious injury, nor was there a report of any adverse impact to any user or patient. The device was not in use at the time of the reported issue.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the paddle is broken. There was no report of patient involvement.